Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the screen went black while power still on. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 adverse event problem a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on black screen while the power on. The technical support specialist (tss) dialed into the station and logged in as cfnadmin. Upon gaining access, the command prompt was launched, and the "sfc /scannow" command was executed to identify potential system issues. Task manager was then opened to monitor cpu usage, which confirmed that no application was consuming excessive resources. An email was subsequently sent to the client, detailing the findings. During further investigation, it was discovered that the win32k component may be missing, resulting in the application entering a continuous loop and causing the screen to go black. Troubleshooting steps were performed to repair any corrupted system files related to the issue. Later, the customer confirmed that no further issues were observed with the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the screen went black while power still on. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.